Event description:
On (B)(6) 2012, a patient fell on her left leg/knee resulting in a comminuted, displaced, intra-articular, supracondylar, intercondylar fracture of left distal femur. An orif with a condylar plate and screw construct was performed on (B)(6) 2012 and the patient was discharged from the facility on (B)(6) 2012, prescribed with a post-operative regimen of walker with touch down weight bearing for two weeks, then partial weight bearing (less than 30 lbs). The surgeon suspected that the patient was non-compliant and monitored her progress closely. X-rays on (B)(6) 2012 revealed non-union and that several of the distal va locking screws were stripped and unlocked/backed out resulting in varus drift. The patient was returned to the operating room on (B)(6) 2012 for removal of all hardware. The patient was revised to an angled blade plate. This is report #6 of 11 for the same event.

Manufacturer narrative:
Device was used for treatment. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.